Manufacturer narrative:
The returned ipg was analyzed and passed all required tests performed. The leads and clik anchor were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that a patient passed away for an unknown reason two days after the permanent implant procedure. The physician does not believe the death was device related but it may be procedure related.

Manufacturer narrative:
Additional information was received that the patient passed away of a heart attack and that the death is not device related. The autopsy results are not available.

Event description:
A report was received that a patient passed away for an unknown reason two days after the permanent implant procedure. The physician does not believe the death was device related but it may be procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #s: (B)(4) description: linear st lead, 70cm model #: sc-4319 serial #: (B)(4) description: clik x MRI anchor.

Event description:
A report was received that a patient passed away for an unknown reason two days after the permanent implant procedure. The physician does not believe the death was device related but it may be procedure related.